Manufacturer narrative:
Correction to g2, health professional was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the device was not returned, the forign material could not be conclusivly identified and the root cause could not be determined. The cause of the water filter not being replaced regulary was likely due to the user¿s mismanagement of the water filter replacement without reading the instruction manual carefully. The cause of water being used insted of aceside disinfectant is likely due to the user¿s lack of knowledge of the device without reading the instruction manual carefully. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that algae had grown in the disinfectant tank of the oer-4 automatic endoscope reprocessor (aer) and an e75 error message was displayed. The issue was found during pre-use inspection. The algae was cultured and tested. Bacteria was detected in the aer and water filter used with the aer. The type of bacteria cultured was unknown. The algae was removed and the aer was cleaned. The customer noted the water filter was not replaced regularly according to the instructions for use (IFU). There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Reports are being submitted on the oer-4, water filter and the scope that was reprocessed using the aer. Please refer to the following reports: patient identifier of (B)(6) is related to model number: maj-2318, s/n: (B)(6). Patient identifier of (B)(6) is related to model number: oer-4, s/n: (B)(6). Patient identifier of (B)(6) is related to model number: gif-h190n, s/n: (B)(6). The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. An oer-4 automatic endoscope reprocessor (aer) was used. Water quality of the rinse water was controlled, but the water filter was not replaced according to the IFU. The customer noted that water was used as the disinfectant. The scope was dried using the aer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.